Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had difficulties to be interrogated. Multiple troubleshooting steps were performed with the programmer, including proper positioning and use of the telemetry wand; however, this device could not be read. The programmer was confirmed to be compatible and further evaluation was recommended. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.